Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit conducted from 8/24/98 through 9/15/98. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. No further details are available. The MFR is now closing the file on this event. MDR#1219454-1997-00219, MDR#1219454-1997-00222, MDR#1219454-1997-00250, MDR#1219454-1997-00252, MDR#1220923-1997-00036, MDR#1220923-1998-00063, MDR#1219454-1997-00248, MDR#1219454-1997-00251, MDR#1219454-1997-00332, MDR#1220923-1998-00016.

Event description:
On 2/17/1998, the MFR rec'd info via fax from its international distributor regarding a facility in their territory. The report states the following: the international distributor rec'd the device which broke. Also included was the facility's report that was sent to the distributor; however, the report was written in french. The MFR's rep was able to translate part of the report which appears to state that on 1/27/1998, it was noted that the device catheter ruptured and as a result the device was explanted on 1/28/1998; however, that is all that could be determined at this time. No further details were provided at this time.